Event description:
It was reported that prior to vns generator replacement, a low battery (end of service (eos) = yes pulse disabled condition) was seen, in addition to high impedance. High impedance persisted once the generator was replaced, and the surgeon opted to close the surgery without replacing the lead at that time. Generator data was received and reviewed. The high impedance history was reviewed. No additional relevant surgical intervention has occurred to date. No additional relevant information has been received to date.